Manufacturer narrative:
The device was returned with a 0x14 alarm (occlusion alarm). Initiation of the alarm in response to this issue indicates the pod safety mechanism functioned as designed. Additionally, the extended portion of the soft cannula was found to have a large tear. The tear confirms that the pod did not deliver a sufficient amount of the programmed insulin within the proper timeframe. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. The occlusion alarm is a safety featured and not considered a malfunction. However, the incidental finding of a damaged cannula is considered a reportable malfunction and is the reason for this report. This failure could contribute to the patient's high blood glucose levels as not enough insulin would be delivered to the patient. The pod was removed due to the alarm and no serious injury or medical intervention was reported for this incident. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/2016 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 115 warning: an occlusion may result from a blockage, pod malfunction or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken.

Event description:
It was reported the customer¿s blood glucose reached 400 mg/dl and the pod had to be removed due to an occlusion alarm. The pod was worn between 24 and 36 hours.